Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the needle never deployed the cannula into the skin. The pink slide did not move forward and the cannula was not visible when the pod was removed. No impact to the patient's glucose level was reported. The pod was not worn.

Manufacturer narrative:
The pod arrived in not deployed state and got deployed while opening. The data showed that the device completed first and second priming sequences and was deactivated at the end of second prime. Timeouts and drive stall were observed in the download data. No damages were observed that would contribute to the high pulse width w/ drive stall. The high pulse width with drive stall is confirmed as the root cause of the reported needle mechanism failure.